Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: discolored front panel; the scope socked was at faulty; the lamp had more than 300 hours; and scope communication error. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the the light source scope connector has poor contact. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields:g2 (user facility should not be selected), h6 (impact code - problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. Based on the facts obtained from the investigation, it was presumed that error code (b30) was displayed because abnormality occurred on the communication with scopes due to scope socket failure. Olympus will continue to monitor field performance for this device.